Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x12mm synergy ii drug-eluting stent was advanced for treatment. However, the device had difficulty crossing in the ostium of the rca. When the device was removed, it was found that the stent was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.